Manufacturer narrative:
The ge representative conducted an on site investigation. The left monitor was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the left monitor on the 9800 system would intermittently go dark. No pt injury was reported.